Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was completely dead. The customer's blood glucose level was 65 mg/dl at the time of the incident. The customer tried every battery they had but the battery was dead. The customer put a new sensor on and them to take this off but the insulin pump was completely dead. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.